Manufacturer narrative:
Device received unable to perform the displacement and self test due to cracked bleeding lcd noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was partial and hard to read. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had scratch and crack. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.